Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope video was flipped 90 degrees. The technical support engineer (tse) guided caller to retract the instruments into the cannula, and to do a power cycle of the system. After powering system back on, issue was persisting. Tse guided caller to reseat the endoscope, and to look for obstructions, but there were nothing obstructing. Tse guided caller to connect and disconnect the endoscope from the endoscope controller a couple of times to check for a bad connection. As issue persisted, tse asked caller if they had a spare scope that they could use and they did. After replacing the endoscope with a new one, issue resolved. Tse informed caller to use the aex program on the defective scope. As system was onsite, tse could review the logs and they were clean. Surgery will progress as normal. System ready for use. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the start of a da vinci gastrectomy, immediately after docking, several issues were encountered: the image was rotated clockwise by 90 degrees. The endoscope moved as expected, but its orientation was upside down by 90 degrees, affecting control precision. The control of the instruments was misaligned, being rotated by 90 degrees, which caused the movements to be inconsistent with joystick inputs (e.g., moving the joystick down resulted in the cadiere moving to the right). A 30-degree endoscope was installed in a downward orientation. It is unknown whether the surgeon confirmed the desired orientation upon installation of the endoscope. The user interface did provide an indication of image orientation, but the horizon was incorrectly displayed. The endoscope and its adapter/base were properly engaged and synchronized, with no damage or missing components observed. The endoscope was not manually rotated 180 degrees prior to the event. There was no injury to the patient. The surgery was delayed by approximately 10 minutes, but competent help via the da vinci hotline resolved the issue with a new camera, allowing the surgery to proceed successfully.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint ¿orientation/rotation issue.¿ the endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of this binding is attributed to component susceptibility to increased friction. Additional observation(s) not reported by site: the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The root cause for cable connector ¿ ic discolorations typically attributed to component failure, such as material degradation. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The root cause for functional test failed ¿ transmittance test failure is not determinable/applicable. The complaint was confirmed by failure analysis. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing. The probable root cause is attributed to component susceptibility to increased friction.